Event description:
Patient developed a pocket infection with swelling. The entire system was explanted. The 7121 lead was discarded. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).